Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the lead perforated. The patient presented to the hospital after receiving inappropriate therapy due to a diaphramatic noise and no capture. The lead was repositioned.